Manufacturer narrative:
UDI - (B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the certas valve separated from the catheter after implantation and was revised. The valve was implanted to the patient via lp shunt in the middle of (B)(6) 2018. Date of implant and initial setting were unknown. The abdominal catheter was separated from the valve, so it was re-ligated to the valve in the end of (B)(6). The patient noticed leakage of csf after leaving the hospital, and then went to the emergency outpatient. The surgeon confirmed that the valve was separated. The valve was removed from the patient and a non-codman valve was implanted to the patient. The patient¿s initial is (B)(6), female. There was no surgical delay and there was no adverse consequence to the patient. No further information was provided by hospital. The products will be returned to your site.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The valve was visually inspected: and confirmed the tear/cut in the silicone housing around the siphon guard. A review of manufacturing records found no issues related to the reported issue. Based on the results of the investigation, the root cause for the tear/cut in the silicone housing is likely due to the user. As noted in the IFU silicone has a low tear / cut resistance. This issue has been previously investigated. It was found that silicone housing tears are not design related. In order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.